Event description:
It was reported that the user started a replacement ilet and experienced a severe hypoglycemic event shortly thereafter, and device reports indicated hyperglycemia as well, with no additional device component details available. Symptoms included insufficiently characterized clinical effects consistent with hypoglycemia. Outcomes included an impact that could not be further characterized due to insufficient information. Investigation included attempts to obtain information through communication and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and did not identify a medical device problem or a contributing device component due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.